Event description:
It was reported that a spectrum iq infusion pump displayed a white screen. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, 'stuck on white screen' was confirmed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose processor printed circuit board (pcb). The processor pcb will be re-seated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.